Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that recurring incontinence has persisted despite of artificial urinary sphincter (aus) revisions. A revision surgery was performed to downsize the transcorporal cuff to a 6.0 cm cuff, although the device was functioning as expected. During surgery, a small perforation was made in the urethra, though proximal to the location of the cuff. The surgeon repaired the urethral defect and was willing to place the new cuff despite of the urethral defect; as he believes that another perineal incision could not be performed to this patient. The procedure was successfully completed.